Manufacturer narrative:
(B) (4). (B) (4). Use of device issue - off label use. The device was received. Investigation is not complete.

Event description:
Device issue: difficult to deploy-thumb advancer. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, although resistance was met during thumb advancer deployment, thumb advancer deployment was completed. After clip deployment, bleeding continued. Manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.